Event description:
Nurse went to plug in bovie cautery cord into esv and bovie fired while resting on patient's right upper rib cage. The pa physician assistant in the room quickly removed firing bovie while the nurse immediately unplugged the device. Patient received 1/2" inch burn along w/ a 2" long bovie cord burn. Bovie was given to clinical coordinator and was replaced with a new bovie that showed no malfunction when plugged in. Burn was dressed w/ ointment gauze and tegaderm.